Event description:
MFR received a report that a vns pt was diagnosed with left vocal cord paralysis. It was reported that the pt had been experiencing constant pain and constant hoarseness. The device was programmed to off and the pt was hospitalized due to the pain, at which time an endoscopy procedure reportedly revealed left vocal cord paralysis. It was reported that the pt had not experienced any recent injury or trauma and that neck x-rays did not reveal any abnormalities. Per the pt, the implanting surgeon experienced some difficulty placing the lead electrodes on the vagus nerve, resulting in a longer than usual surgical procedure. The pt's pain resolved, when the device was programmed to off. The pt's device remains programmed to off at this time, and the pt has not reported any problems since the device was programmed to off.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.